Manufacturer narrative:
Investigation summary: sample received for investigation, there is an open seal due to obstruction of an additional needle. Also, there is an additional component in the packaging. The sample sent by the customer has an additional needle, in addition to an open seal and damaged packaging, the damaged packaging is due to the poor accommodation of the components (in this case another additional needle), which is not inside the bubble of the packaging , obstructing the free seal between the paper and the film. Possible root cause, failure in the assembled needle feeder. In relation to the failure mode in the needle feeder assemblies, process improvement activities were carried out, because of a similar event. It is worth mentioning that these activities were concluded prior to the manufacturing of this lot. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl the seal of the package was broken. The following information was provided by the initial reporter, translated from spanish to english: it presents a poorly sealed and broken packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl the seal of the package was broken. The following information was provided by the initial reporter, translated from spanish to english: it presents a poorly sealed and broken packaging.